Manufacturer narrative:
The subject device was returned to omsc. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a cleaning inside the metallic stent procedure, it was found that the distal end of the subject device was caught and the patient¿s stomach (probably vestibular region of the stomach or anterior wall of the duodenal bulb) was perforated before the subject device reached the papilla. The intended procedure was suspended and changed to an exploratory laparotomy and a gastrorrhaphy resultantly. The procedure was completed with no further issue for the patient. The subject device was used with the single use distal cover (maj-2315). In the preparation before the procedure, the nurse confirmed that there was no problem on the maj-2315 in attaching and hand feeling. The maj-2315 was discarded without checking it. The doctor stated the followings. We feel the tjf-q290v is need to attention because the distal end of the tjf-q290v is hard and rugged. On the other hand, we have feel that the 260 series of the tjf was soft distal end and easy to insert. Therefore, we don't know when to perforate when we push it, so we use the tjf-q290v with care. The tjf-q290v is a difficult endoscope. The assistant doctor in charge of the procedure didn¿t think the event was caused by the subject device, but the doctor was not sure about it. Another doctor supposed that the event related the ¿calling attention to mucosal damage¿ that was distributed by olympus the other day.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found the distal end including forceps elevator was not caught when the single use distal cover (maj-2315) for review was attached. Omsc also found the followings. There was no failure such as foreign material attached, corrosion, burrs, edges, parts came off, and protrusions on the distal end including the forceps elevator. There was no failure such as getting caught in the hand feeling of the distal end including the forceps elevator. There was no failure about attaching of the maj-2315. After attaching, the maj-2315 was no torn into the center line (u-shaped slit), and there is no failure such as deformation. After attaching, there was no significant step or catch on the boundary between the maj-2315 and the fixing part of the bending rubber glue. After attaching, there was no rattling in the maj-2315, and it did not come off easily. There was no failure in the forceps raising mechanism. When the forceps rising angle is maximum, the amount of protrusion of the forceps elevator from the distal end cover was not clearly different from that of the normal device. There was no problem in removing the distal-end flushing adapter (maj-2319) there was no failure in the amount of natural suction. It was confirmed that the insertion section bends smoothly and was not abnormally hard. (No obvious difference from regular device). The fixing part of the bending rubber glue was found to be chipped and cracked, but the degree was slight and there was no catch. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there was the possibility that this phenomenon was attributed to the following mechanism. When the user performs a suction operation while the opening at the distal end of the endoscope is close to the surface of the mucosa, the mucosal tissue was sucked into the distal end cover. When the user withdraws the subject device in this state, the mucosal tissue is damaged at the edge of the distal end cover. The distal end cover broke at the center line due to inappropriate attachment of the maj-2315 to the subject device. If the distal end of the subject device was pressed against the mucosal surface in this state, the mucosal tissue was caught in the cracked portion and damaged even if the suction operation was not performed.